Manufacturer narrative:
Batch review performed on 25 june 2020: lot 141461: (B)(4) items manufactured and released on 28-may-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting pain due to a distally potted, proximally loose stem. The surgeon revised the medacta stem and head with another company's product 5 years and 4 months after primary. The surgery was completed successfully.